Event description:
The customer reported a serious patient event, details of event not provided. The customer reported there was patient harm but refused to provide details. The customer is not alleging pump malfunction, but wants an event log review to check programming for two infusions. Nitroprusside was shut off at 1305 and was reportedly off all day. At 1800 a lactated ringer's bolus was supposed to be set for 999 ml/hr. The customer reported it is possible the nipride was set for 999 ml/hr instead of the lactated ringer's. Customer states that no further patient/event information will be provided.

Manufacturer narrative:
(B)(4). A review of the associated pcu event log identified the following: channel a was infusing a basic infusion at 100 ml/hr, channel b was infusing a nitroprusside at 5.9 ml/hr, channel c was infusing a basic infusion at 999 ml/hr, and channel d was infusing an insulin at 1.6 ml/hr. The nitroprusside infusion was initially programmed on channel b at 12:13 pm on (B)(6) 2013 and ran until 12:52 pm when it was stopped by the user. At 6:03 pm on (B)(6) 2013 a basic infusion was programmed on channel b to infuse at a rate of 999 ml/hr and ran for approximately 6 minutes delivering 96 mls during the short infusion before alarming for patient side occlusion. The module was turned off for about 4 minutes and then was programmed to infuse maintenance i.v. Fluid with a rate of 999 ml/hr. It cannot be definitively determined what drug was infusing through channel b when the basic infusion was programmed however the log contained no event that would suggest a new i.v. Set was installed prior to starting the basic infusion. Based upon the event log analysis, no device malfunction appears to have occurred.